Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2023, the patient experienced dizziness. The cgm was reading 300 mg/dl and it was not documented whether the bg was checked. The patient's spouse called an ambulance. At the hospital, the bg was 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka), hospitalized 10 days in intensive care unit (ICU), and treated with an insulin drip. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.